Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level due to the pump's personal profile setting needing to be changed. Customer consumed carbohydrates to address the low bg level. Reportedly, the customer will consult with a healthcare provider regarding settings adjustments.